Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension xpand with hm instrument. The discordant result was not reported to the physician(s). After troubleshooting, the sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer observed abnormal assay flags on quality controls (qc) and patient samples, and qc were out of range. The sample in question was not flagged. The customer found the sample flush pump thumb screw fell off the syringe. The screw was replaced, and a system check ran successfully. The sample in question was then repeated, resulting as expected. Qc were run and within range. The cause of the discordant, falsely elevated na result was due to the sample flush pump thumb screw which fell off. The instrument is performing according to specifications. No further evaluation of the device is required.